Event description:
Involved site was the patient's right tibia. It was reported that the surgeon followed the correct surgical technique. No revision surgery is planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø11.5 had all four prongs broken. The broken fragments can be observed embedded in the patient's femur. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø11.5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to user. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument release to warehouse date: 28-nov-2022 expiration date: 31-oct-2032 part number: 03.404.019s, 11.5mm reamer head for ria 2-sterile lot number: 3048p16 (sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m019, ria 2 reamer head 11.5mm lot number: 394p084 lot quantity: (B)(4) inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 21-mar-2022 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 25-feb-2022 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of analysis supplied to mark two engineering from banner medical dated 28-oct-2020 was reviewed and determined to be conforming. Raw material certification supplied to banner medical from dunkirk specialty steel dated 27-jul-2020 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported on july 7, 2023, that while reaming a tibia, the reamer head broke off shaft of the ria 2 inside the patient. This left metal shards lodged in the patients tibia canal. It look like the prongs on the reamer head that connect to the shaft have broken and been left inside. There was a delay getting the implant out. An additional 10 mins of surgical time. They were unable to to retrieved due to the location and size of the fragments. The reamer head was able to be retrieved when removing the ball tip guide rod. Concomitant product details: unk - nails: tibial (part # unknown, lot # unknown, quantity - unknown), ria 2 bone harvesting kit l520 (part # 03.404.000s, lot # 6346p52, quantity - 1), this report is for one (1) reamer head f/ria 2 ø11.5. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.